Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction bolus via pump.